Manufacturer narrative:
One 72201491 ultra-fast-fix assembly curved needle device returned. The complaint stated: "it was reported that during the meniscus repair surgery, t1 and t2 deployed simultaneously." The blue split cannula needle cover was not returned. The depth limiter was not returned. T1 was not returned. The suture was torn at t1 location. T2 and balance of disrupted suture were still within the delivery needle track. The returned condition does not make sense for the device return condition. The actuator was not fully advanced yet to its most forward position. This is a manually advanced device. A functional test was performed. After the actuator was pushed fully forward. T2 properly located itself at the needle tip where it was manually stripped off successfully. There was no mechanical problem observed. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during the meniscus repair surgery, t1 and t2 deployed simultaneously. No significant delay or patient injury were reported. Procedure was completed with a back up device.